Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-08-31. H6: investigation summary: one used sample and five photos were received by our quality team for evaluation. Visual inspection of the returned sample and provided photos showed that the needle was partially retracted, and the proximal end of the barrel had been damaged such that the material was caving in slightly and preventing the needle from fully retracting, confirming the customer experience. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The unit was inspected under a microscope. This inspection did not find any excessive adhesive on the grip or needle hub which would have caused a retraction failure. As the spring has been unwound and no overlapping or damaged coils were noted. Therefore, it is likely that the customer experienced this nonconformance solely due to the damaged barrel. A damaged barrel may occur during the manufacturing process as well as during transportation and handling. Damaged packaging would be a good indication that the defect occurred during handling or transportation of the unit. However, despite the label being returned with no tears and only a bit of crumpling, it is not possible to rule out handling and transportation as the full packaging was not returned. In manufacturing, this type of defect may occur due to improper machine set-up. Preventative maintenance is performed to maintain and ensure proper function of the equipment. Preventative maintenance records were verified to be up to date during the production of this lot. Per the quality control plan, inspection for needle retraction is performed periodically during the manufacturing process to mitigate the occurrence of this type of defect. Additionally, it is possible that the unit was dropped by the grippers or went through the hand packing process. Lastly, damage to the product may have occurred during shipping or handling. During shipping, if the dispenser box is damaged, the units inside may have also been affected. Mishandling of the unit packages in the user environment may also result in damage to the package of the product. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter needle would not retract after pressing the button. The following information was provided by the initial reporter, translated from japanese to english: "according to the customer's report, after advancing the catheter following venipuncture, the hcp pressed the button but the needle was not retracted."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte" autoguard" bc shielded IV catheter needle would not retract after pressing the button. The following information was provided by the initial reporter, translated from (B)(6) to english: "according to the customer's report, after advancing the catheter following venipuncture, the hcp pressed the button but the needle was not retracted."